Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in good condition and was decontaminated. Performed visual and functional testing. Customer's reported problem of "error 41541" was duplicated. The root cause was the inoperable latch lock flex. Replaced the latch lock flex to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error code 41541. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.